Manufacturer narrative:
Follow-up # 2 ¿ (01/31/2015). The patient¿s meter and test strips have been returned on 1/12/2015 and 12/16/2014, respectively, and evaluated by lifescan product analysis on 1/22/2015 and 1/16/2015, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 4 ¿ (03/12/2015). The patient¿s test strips have been returned on 2/11/2015 and evaluated by lifescan product analysis on 3/2/2015 with the following findings:the test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate low result of "7.8 mmol/l" as compared to a lab result of "10.0 mmol/l" performed within 10 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The information provided within follow-up #2 regarding the test strips was incorrect, as the information was in reference to the retain test strips, which updated date testing completed.

Manufacturer narrative:
Follow-up # 1 - 12/18/2014. Device evaluation the lay user/patient¿s meter and test strips have been returned on (B)(4) 2014. The strips and meter have been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. The retain test strips failed the performance testing with control solution. The test strips were found to have results below range when tested with control solution.